Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved by changing the infusion set and cartridge, after which insulin delivery was resumed.